Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer reported that they are experiencing low blood glucose levels. Customer's blood glucose reading was 25 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump had no button error alarm during testing. However, the pump had unresponsive buttons due to corroded keypad traces. The pump was unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the unresponsive buttons. The pump also had a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.